Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2018, UDI#: (B)(4), implanted: (B)(6) 2014, product type lead; product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2018, UDI#: (B)(4), implanted: (B)(6) 2014, product type lead. Patient codes (con't.): (B)(4) see manufacturer¿s report # 3004209178-2015-08793 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was ¿planning to remove¿ their device because ¿it pushes her body for 3x, and also she experienced complication and her body is rejecting it¿. They further stated that their ins was being rejected and no doctor would see them to remove it because they were too much of liability risk. The patient stated that ¿you can almost read the works of the battery through her skin¿. It was noted that the ins was placed on the left side of their bottom. The patient also reported that the leads in their back have ¿pushed/separated¿ so much to where it was shocking them ¿not in a good way¿ and made their hands go numb. An x-ray was performed and the patient was told that the leads had ¿separated to far¿. The patient¿s healthcare professional (hcp) turned the ins off and told them not to turn it back on. The patient did not have a managing doctor for the device and was sent physician listings. Follow up information received from the manufacturer¿s representative on (B)(6) 2018 reported that they were not made aware of any rejections in (B)(6) 2016 but was aware that the patient elected to have a revision based on their therapy preference. There were no further complications reported or anticipated. [Omitted information related to pe (B)(4): 2nd rejection (B)(6) 2015]